Manufacturer narrative:
E1: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified a communication module intermittent connection alarm. Visual and functional testing were performed, and the customer¿s reported problem could not be duplicated. The most probable cause was determined to be related to the wi-fi/battery module. A replacement wi-fi/battery module was sent to the customer.

Event description:
The device was returned as it was reported that the pump had an event of intermittent wi-fi module connection alarm, battery needs to be checked as the pump only seems to work when it's plugged in with its power cable. The results of the investigation found the reported error in the device's history log. There was no patient involvement.